Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that prior to surgery for their heart failure sensor implant, the patient had low hemoglobin and was given a blood transfusion. While in recovery, patient experienced a flash pulmonary edema. As a result, blood was suctioned for the patient's lungs. The patient was moved to ICU. Patient has since been discharged and is doing well.

Event description:
Follow up revealed that no anomalies were reported during the procedure and that the doctor has not indicated that the sensor attributed to the incident.